Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding an implantable neurostimulator (ins). It was reported that the device pocket was not healing, kept opening and they removed the device. No further complications were noted or anticipated.